Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported unexpected low bg of 39 mg/dl after their usual breakfast. On (B)(6) 2025, blood glucose (bg) went from 350 mg/dl down to below 40 mg/dl. Patient treats with 2 glucose tablets per ilet alert. The patient changed the target higher without health care provider (hcp) guidance; agent recommended discussing this with their hcp. The patient experienced confusion, dizziness, sweating and cannot concentrate. The patient was out of bg range for 90+ minutes. The agent reviewed proper treatment for lows: up to 15 g fast-acting carbs, wait 15 minutes, repeat until bg is back in range, and alert agent for pump notifications. The agent recommended a factory reset due to 5.7% lows over past 14 days and sent at link for reference. The patient¿s bg was in range at the end of the call and had no further questions. No medical intervention required.